Manufacturer narrative:
The baxter technician thoroughly inspected the bed and was unable to duplicate the reported issue. The bed functioned as designed. However, if the reported event of a centrella bed randomly moving down on its own were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable.

Event description:
It was reported that centrella frame (product code p7900a000010, serial number (B)(6)), had an issue, bed was alleged to lower on its own without any button being pressed. There was no patient/user injury, medical intervention, symptom, or adverse event reported.